Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0uvh4, implanted: (B)(6) 2015, product type: lead.

Event description:
The patient reported that their lead was bunched up on (B)(6) 2015 and every time they would lay down or sit up against a chair it hurt. A revision occurred on (B)(6) 2015 and the patient recovered completely. After the revision everything was going good, but immediately after surgery they had difficulties communicating with the patient programmer (pp) and would see a "?." But eventually the issue resolved and they were able to connect. The patient's indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that patient had their ins replaced a month and half ago because 3 of the 'leads' were not working. Patient's ins was bulging out on their tailbone since the beginning and they could feel a bulkiness of the leads within the first 6 weeks. Patient had a revision 6 months after implant, but the bulge did not go away. Patient's ins was still hurting when patient would sit and lean against a chair. At night when patient put pressure on the ins, it hurt and they dealt with it for a while until patient got sick of ins being uncomfortable. Patient stated that in fall 2016, patient could only get a 'read on 1 channel' and determined there was an impedance problem. 3 'leads' were not fully functioning, only one 'lead' was working, so patient got their ins replaced and noted it was flat with no bulge and was wonderful. No further complications were reported.